Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on the patient experienced a loss of stimulation sensation. The numbers on the patient's programmer were increasing but the patient was not feeling the change in stimulation in her body. The amplitude was at 1.0 (which is normal setting for the patient). The issue occurred following a fall on thursday when the patient fell on the device. The patient collapsed due to change in blood pressure and was taken to the emergency room by ambulance and was admitted. The patient was seem by a physician at the hospital; her urine output was fine. Additional information was requested.